Event description:
A 2.5 inr with protime system vs. 3.17 inr with unspecified lab system. Pt therapeutic inr range: 2.87 - 3.5. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B) (4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. No product returned from user facility. Manufacturer results - customer complaint could not be confirmed. Manufacturer conclusions - no conclusion can be drawn.